Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('another implant was not found from fallopian tube at all'), abdominal pain lower ('lower abdominal pain') and menorrhagia ('menstrual cycle became longer after essure insertion') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included epilepsy. No concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation pain"). The patient was treated with surgery (fallopian tubes removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia and ovulation pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, menorrhagia and ovulation pain to be related to essure. The reporter commented: only one essure implant was removed. Removal was performed at the patient's request. Physician does not expect follow-up information. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('another implant was not found from fallopian tube at all'), abdominal pain lower ('lower abdominal pain') and menorrhagia ('menstrual cycle became longer after essure insertion') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included epilepsy. No concurrent conditions. (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation pain"). The patient was treated with surgery (fallopian tubes removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia and ovulation pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, menorrhagia and ovulation pain to be related to essure. The reporter commented: only one essure implant was removed. Removal was performed at the patient's request. Physician does not expect follow-up information. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('another implant was not found from fallopian tube at all'), abdominal pain lower ('lower abdominal pain') and menorrhagia ('menstrual cycle became longer after essure insertion') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included epilepsy. No concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation pain"). The patient was treated with surgery (fallopian tubes removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia and ovulation pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, menorrhagia and ovulation pain to be related to essure. The reporter commented: only one essure implant was removed. Removal was performed at the patient's request. Physician does not expect follow-up information. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.